Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and a crack on the rim of the minicap was observed. All box dimensions of the sample received were measured. Functional testing was performed which included leak testing. The reported condition was verified during visual and functional analysis. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a tear in a minicap and, as a result, iodine leaked out during peritoneal dialysis therapy. This event occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.